Manufacturer narrative:
The devices associated with this report were not returned. X-rays were sent for evaluation and were examined by product development. A product development engineer stated that the plates look to be correctly placed and the anatomic fit of the plates are good. There is no evidence of a plate or screw fracture. The engineer noted that the screws used with the plates look to be installed flush to the plate and should not result in pain. It was also noted that there are three screws that were used in the surgery that are not associated with the plates (bone screws only). The two screws used on the interior of the foot look to be possibly not flush to the bone, which may result in pain. However the x-rays are not conclusive to the actual cause of the pain. The engineer could not find evidence within the x-rays that would indicate the plates (and the screws installed in the plates) were the cause of the pain. (B)(4) does discuss pain due to unknown factors. (B)(4) rev c states the following: pain and non-union are general risks associated with the use of plating and screws for fracture stabilization. These resulting harms may occur even if the device met specifications and functioned as intended. The patient anatomy, patient non-compliance with post surgical care instructions, patient perception and other unknown intangibles can all be contributing factors to pain or non-unions. Therefore both surgeons and patients should be aware of these inherent risks with the use of temporary internal stabilization. X-rays did not indicate conclusive evidence of the cause of the pain. However, the x-rays did indicate that the three screws that were installed in the plate may not have been flush to the bone, which could have contributed to pain. A search of the complaint database found no prior reports for the reported part and lot number combination; the part and lots for the screws were not provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for painful hardware.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.